Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the cx with moderate tortuosity, some calcification and 95% stenosis. The target lesion was pre-dilated 2 times, up to 16 atm's. Following pre-dilation 90% stenosis remained. The stent failed to cross the lesion and was withdrawn from the pt. Upon removal it was noted that some stent struts were damaged. Further pre-dilations were subsequently performed and the physician successfully implanted two other endeavor resolute rx stents. No health hazard was caused to the pt and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (tortuous vessel, calcification), (stent deformation, failure to deliver the stent). Eval codes: conclusions: (tortuous vessel, calcification). Device eval: the stent was positioned on the balloon as per spec. A number of struts on the 4th proximal stent segment were slightly deformed. A number of struts on the 5th proximal segment were raised and pulled distally. The remaining segments were intact.